Event description:
Infusomat space - pump suddenly gave alarm too many drops. As reported by the user facility: "the pt was administered noradrenalin-infusion at a rate of 3ml/h using the respective infusomat space pump together with a space line-tubing. The pump suddenly gave the false alarm "too many drops" and consequently the systolic blood pressure of the pt suddenly increased up to 220 mmhg. The infusion was rapidly ceased by the nurse by using the roller clamp to close the infusion line. Thereafter the blood pressure was normalized by manual administration of propofol and fentanyl to the pt."

Manufacturer narrative:
B. Braun medical, inc. (The importer) is submitting this report on behalf of (B)(4). (B)(4). The manufacturer's investigation into this reported event is ongoing. A follow up report will be filed if additional pertinent info becomes available.